Event description:
It was reported that the customer's insulin pump threshold suspended, based on inaccurate sensor readings. Customer's blood glucose was 140 mg/dl and the sensor gave a reading of 60 mg/dl, an hour after customer had treated for a blood glucose of 220 mg/dl. Insertion and calibration techniques were discussed. At the time of this report, customer's blood glucose was 177 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.